Manufacturer narrative:
Additional information was received on (B)(6) 2021 and it was reported that the sheath flush line was not connected to a biosense webster, inc. (Bwi) irrigation pump. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 2/19/2021. The device evaluation was completed on 4/16/2021. It was reported that a 57-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and suffered air embolism requiring heparin therapy. During the procedure, while in the left atrium (la), an air embolism was discovered via an elevated st segment on the electrograms. Air embolism was confirmed by electrocardiogram (ECG) and echo. There was air in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The physician stated the event occurred due to fluid line was set up incorrectly. The flush line to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was connected directly to a manifold and the bag ran dry allowing air in the line. The sheath flush line was not connected to a biosense webster, inc. (Bwi) irrigation pump. The sheath was aspirated and flushed, and the case was aborted. The patient was maintained on heparin therapy. Echo was preformed, and the patient later had a computerized tomography (CT) scan of the head. CT was normal. The patient stayed for overnight observation and had fully recovered. Visual analysis of the returned device revealed that no damage or anomalies were observed on the carto vizigo sheath. Magnetic sensor functionality was tested on carto and the vizigo was properly recognized; however, electrode# 3 appeared in black color. The vizigo was dissected near electrode# 4 and the electrical wire was found broken causing the improper electrical signal. The electrical failure finding is not related to the adverse event. Deflection testing was performed, in accordance with bwi procedures. The vizigo was deflecting correctly, and no issues were detected during the analysis. Additionally, back pressure test was performed, distal sheath end was closed off with an adapter, proximal end was connected to pressure gage and a syringe was connected to the gage. After that, a negative pressure was applied and there were no air leak or bubbles. Then, the test was repeated with positive pressure and no air leak or bubbles were detected. A device history record evaluation was performed for the finished device 00001518 number, and no internal action was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use contain the following warning: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air embolism. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. From the side port only, aspirate all air prior to fluid infusion. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and suffered air embolism requiring heparin therapy. During the procedure, while in the left atrium (la), an air embolism was discovered via an elevated st segment on the electrograms. Air embolism was confirmed by electrocardiogram (ECG) and echo. There was air in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The physician stated the event occurred due to fluid line was set up incorrectly. The flush line to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was connected directly to a manifold and the bag ran dry allowing air in the line. The sheath was aspirated and flushed, and the case was aborted. The patient was maintained on heparin therapy. Echo was preformed, and the patient later had a computerized tomography (CT) scan of the head. CT was normal. The patient stayed for overnight observation and had fully recovered. Since this event is life threatening and required intervention to prevent permanent impairment of a body function and permanent damage to a body structure, then it is to be considered serious and MDR-reportable. The issue of ¿air flows back into the from the side port¿ was assessed as a MDR reportable product malfunction.